Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date between (B)(6) 2014 and (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. On an unreported date, dianeal therapy was discontinued, and the patient switched to hemodialysis; however, it was not reported if this occurred coincident with this episode of peritonitis. On an unknown date approximately seven months prior to this report, the patient recovered. No additional information is available.